Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is unavailable for reporting. It is unknown when pain began. Implant date unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of plates and screws on (B)(6) 2018 due to pain. The patient requested removal of the three plates, screws, and five intermedullary splints as the patient was experiencing pain in the area of the implants and the patient believed the implants were the cause. The surgeon was able to remove the three plates that had been affixed with 22 screws; however, the five intermedullary splints and the five screws associated with the splints were not able to be removed. There was no surgical delay. The patient was stable after the surgery. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part no.: 04.501.005, lot no.: 9528748, manufacturing location: mezzovico, release to warehouse date: 16.jun.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The ti matrixrib pre-contoured plate 17 holes for left ribs 6&7 (04.501.005) was received cut down to 16 holes and shows minor wear consistent with implantation and explantation. No damage was observed which may have inhibited intended device functionality. As no device defects or deficiencies were alleged it is not possible to confirm the complaint or replicate the complaint condition. Additionally, based on the allegation a drawing and dimensional analysis are not applicable as there is no indication that the device¿s design or manufacturing contributed to the reported complaint condition. A device history review, including material and hardness reviews, was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.